Event description:
It was reported that an infusor device under-infused during patient use. According to the report, the customer stated that approximately 80ml's remained in the device after a 24-hour infusion. The product that was infused was timentin 8262mg. There was no adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.